Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. It was later confirmed by the customer that she had purchased a new battery for the device, but had yet to receive it. Physio has made multiple unsuccessful attempts to contact the customer and find out if the reported issue has been resolved. No response from the customer appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present and would no longer power on. There was no patient use associated with the reported event.